Event description:
A customer reported via a webform that the adc device detached prematurely on day 3 of wear. As a result, the customer experienced dizziness and required treatment of juice provided by their mother. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The exact date of event is unknown. The date entered in section date of event is per report of "4 days back", from the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform that the adc device detached prematurely on day 3 of wear. As a result, the customer experienced dizziness and required treatment of juice provided by their mother. No further details were provided. There was no report of death or permanent injury associated with this event.